Event description:
Boston scientific received information that this right atrial (ra) lead fractured. It was reported that the lead had exhibited pacing impedances greater than 2,500 ohms and loss of capture at maximum outputs. The patient underwent a revision procedure and this product was surgically capped and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.